Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore, consider this report complete to the best of our knowledge.

Event description:
Customer reported via phone call that the sensor had triggered threshold suspend when the customer's sensor glucose was 79 mg/dl and blood glucose was 205 mg/dl. After troubleshooting, customer was advised the sensor will be replaced. Customer will not be returning the sensor for analysis.